Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/28/2008 and 06/11/2008 by phone and on 06/03/2008 by mail and by fax. A completed questionnaire has not been received. This report was mailed to FDA on: 06/20/2008.

Event description:
A surgeon stated she had a couple of younger patients who had refractive surprises following intraocular lens (iol) implant surgery. Additional information has been requested. This is one of two medical device reports being filed for this surgeon.